Event description:
Reportedly, the patient implanted with the subject ICD died on (B)(6) 2017. Several shocks were recorded prior to patient death. Preliminary analysis did not reveal any irregularity with the subject ICD.

Manufacturer narrative:
The subject device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient implanted with the subject ICD died on (B)(6) 2017. Several shocks were recorded prior to patient death. Preliminary analysis did not reveal any irregularity with the subject ICD.